Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that when drilling with the cannulated drill at the distal end of the tibia after the 1.2mm guide wire was inserted, the tip of the drill broke. Although the fragments of the drill were spread into the body, all fragments were removed. The screw was inserted and the operation was finished.